Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-01407 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two gold probe devices were used during a colonoscopy procedure. According to the complainant, they tested both gold probes during preparation, and they worked fine. During the procedure, they removed a polyp and there was some bleeding. They went to use the first gold probe and no energy was coming from the probe. They grabbed a second gold probe, and the same issue occurred. The problem occurred inside of the patient. The case was completed with an injection needle with epinephrine; the bleeding stopped. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-01407 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two gold probe devices were used during a colonoscopy procedure. According to the complainant, they tested both gold probes during preparation, and they worked fine. During the procedure, they removed a polyp and there was some bleeding. They went to use the first gold probe and no energy was coming from the probe. They grabbed a second gold probe, and the same issue occurred. The problem occurred inside of the patient. The case was completed with an injection needle with epinephrine; the bleeding stopped. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.